Event description:
Event description guidant received information that this recently implanted implantable cardioverter defibrillator (ICD) exhibited loss of ventricular capture. The pacing threshold was 1.2v and the output was programmed at 3.5v. Further discussion revealed that the device did not pace after a p wave. ,